Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the information associated with this event has been performed by clinical development engineer. The following additional information was provided: in the video, the force bipolar instrument is installed on universal surgical manipulator (usm) 1 and is being used to retract tissue that is being divided with the monopolar curved scissors on usm 3. During this task, the jaws of the force bipolar instrument are articulated nearly perpendicularly from the shaft of the instrument. At approximately 00:15, the force bipolar appears to have a dislodged grip tang. For the remainder of the video, the user attempts to remove the instrument after observing the dislodged grip tang but has difficulty removing it. The "arm not ready. Remove instrument" message appears from around 0:28 to 3:32. After the message disappears, the video shows the instrument is still being moved around, continuing the removal attempt, presumably at the same time as the removal of the cannula itself. The last time the instrument is seen is around the 5:18 mark in the video. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: the video shows a force bipolar being used on usm 1, and the grip tang on the instrument becomes dislodged at around 0:15 seconds. For the remainder of the video, the user attempts to remove the instrument after observing the dislodged grip tang but has difficulty removing it. The ¿arm not ready. Remove instrument¿ message appears from around 0:28 to 3:32. After the message disappears, the video shows the instrument is still being moved around, continuing the removal attempt. The last time the instrument is seen is around the 5:18 mark in the video.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, user informed the technical support engineer (tse) that the force bipolar (fb) instrument's wrist hinges appeared to become misaligned, as though one of the hinge points had dislocated, and the instrument then could not be removed from the cannula in the usual manner. The fb instrument was therefore disconnected from the arm and removed from the patient together with the cannula, after which it had to be forced through the cannula by pushing the hinge back into place in order to separate them. The fb instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no additional ports were placed due to the issue. No fragment fell into the patient, and no post operative tests were performed either. The reporter stated that the bipolar forceps is their preferred (goto) instrument and that the specific error described has occurred twice over approximately 120 cases. The reporter further indicated that, in addition to the most recent event, they previously experienced an incident in which the bipolar forceps cable snapped. They reported having photographic documentation of the snapped cable and a video capturing the moment the instrument broke, both of which they enclosed for review.